Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a company rep and forwarded by our local affiliate ((B)(4)). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This case involves a female pt (age nos) who received two treatments of poly-l-lactic acid (sculptra) therapy with her last treatment give on (B)(6) 2009. Relevant medical history and concomitant medication info were not mentioned. After her second treatment of poly-l-lactic acid on (B)(6) 2008, the pt experienced an allergic reaction (nos). The pt received a steroid (nos) as corrective treatment. Event outcome was not reported. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Reporter's causality assessment: not provided.